Manufacturer narrative:
Based on the claim of the broken distal clamp pin on the permanent cautery spatula reported by the customer, an investigation is in progress to determine the cause of this reported event. The permanent cautery spatula, was requested to be returned for failure analysis testing, but the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection procedure, the permanent cautery spatula had a broken distal clamp pin. The procedure was completed using a backup instrument with no patient harm, adverse outcome, or injury. The issue did not cause any delays.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. The instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken monopolar yaw pulley. The pins on the yaw pulley where the ears of the distal clevis sits were broken. Broken pieces were missing as a result of breakage. The size of the missing pieces was approximately 0.073¿ x 0.087¿. Additionally, the instrument was found to have thermal damage on the monopolar yaw pulley. The clevis ears were removed to inspect the conductor wire weld. No damage was found to the conductor wire or weld. The instrument was found to have a derailed yaw cable at the distal end. The yaw motion may be imprecise as a result. Derailed cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. The instrument was found to have a dislodged ceramic sleeve. No missing material. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.386¿ - 0.049¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.